Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device cannot boot up. There was no adverse patient impact reported.

Manufacturer narrative:
This malfunction was reported to philips as a malfunction of product m4735a, xl defibrillator, and was reported in an initial emdr as a possible health risk. Additional investigation has revealed that the product that malfunctioned was m2703a, serial number (B)(4). As such, there was minimal health risk and the malfunction was not related to product m4735a.